Event description:
It was reported to medtronic minimed that the customer received a button error, a communication issue with the insulin pump, transmitter, and mobile app. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After installation battery, pump received with intermittent response keypad at up and ok buttons. However, unit passed the self-test. Successfully downloaded history files and traces using thump. Found multiple stuck key alarms on (B)(6) 2025 01:29:23.000, (B)(6) 2025 01:31:12.000 in file history. The test (guardian link with the glucose sensor simulator), mobile device communicates properly to the pump. No device not found, unable to pair device alarm during testing. Pump was cut open to perform visual inspection and found a flattened dome on the up and ok buttons, no moisture damage on electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), serial number label missing. Intermittent response keypad at up and ok buttons during testing and stuck key alarms in file history due to flattened dome on the up and ok buttons confirmed. Pump had trouble with communication sensor simulator, mobile device, device not found, unable to pair device not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.